Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to patient¿s parent, on approximately (B)(6) 2025, the patient experienced an ¿insulin shock¿ and lost consciousness. An ambulance was called by the patient¿s parent. When a fingerstick was taken by the paramedics the cgm reading was 4.5 mmol/l, and the blood glucose reading was 1.5 mmol/l. The patient was treated with a glucagon injection, honey and juice. The patient regained consciousness after treatment. No further treatment was reported to be needed, and the patient was not taken to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.